Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. During troubleshooting, the fse found that there was a failure in the system control and ¿table movements partly available¿ error occurred. Review of the system log file showed ¿table_hei_drive is not detected¿ error. The fse checked the table power and found that the fuse f7 on the scc (service configuration control board) board was broken. The fse replaced the fuse f7 from the spare fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements on the allura system failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.